Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was advised to continue using current pump until replacement arrived, and tandem technical support arranged a warranty replacement.